Event description:
Patient was for robotic ventral hernia repair with mesh. During intra-op, surgeon noticed that the tip of the davinci robotic force bipolar was misaligned. He then asked the circulator for a replacement and remove the said instrument from the patient's cavity. A new sterile force bipolar was given but was also slightly misaligned. Surgeon tried to place it inside to check and can be seen in the monitor that it is misaligned. Lives of both misaligned tip force bipolar instruments were checked on the monitor. Surgeon asked for another sterile bipolar forcep. The third and new sterile force bipolar is good to be used and no other untoward incident happened. Surgery was done as expected with no complications. No harm to patient. Pt code: 4582. Device code: 2522. Ref report: mw5173199.